Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was used in an ercp procedure performed on (B)(6) 2015. According to the complaint, during the procedure, the stent kinked during deployment. Reportedly, there was too much tension when inserting the stent due to the stenosis. The procedure was completed with this device. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Exact age of patient is unknown, however, patient reported to be over 18 years of age. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. Reported event of stent kinked. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.